Event description:
Customer reported tempus ls device pacer was not working. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Manufacturer narrative:
Updated health impact code grid as no patient involved, type of reported problem to product problem.

Manufacturer narrative:
Updated health impact code grid as no patient involved, type of reported problem to product problem . This report is based on information provided by philips remote service engineer and schiller investigation team and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls indicating that the device is not pacing. This has been found during annual preventative maintenance done using a fluke 7000dp when the pacer would not increase and then the increase option disappeared. No patient care was being done. The complaint was escalated for technical investigation and the results indicate no malfunctions was detected during investigation. Device worked as intended. Error 26 was observed on a different date but not on the reported date. A review of the risk management file was performed, and the potential severity is s1 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.